Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to a flattened button dome switch. No frozen display or reset alarm after battery change was noted. No failed battery test alarm, no delivery alarm, or low reservoir alarms could be verified due to the unresponsive button. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported that they were having difficulties with their insulin pump. They stated that they could not hear the alarm. The reservoir was low and it was set to 30 units. The customer attempted to deliver a bolus, and the device alarmed no delivery. The screen of the device froze, waited a little while, and another alarm occurred. The customer removed the battery in order to reset the insulin pump. The customer inserted two new batteries and the device alarmed failed battery test with both batteries. At the time of the phone call the device was alarming button error. The customer's blood glucose was 167 mg/dl. The discontinuation of the device was advised. Nothing further was reported.